Manufacturer narrative:
Reported event: an event regarding limb length discrepancy involving a jts, distal femur, tibial component, was reported. The event was confirmed by x ray review. Device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for a jts distal femoral replacement which was inserted in 2014. The surgeon reported that the patient had leg length discrepancy, knee pain and malposition of the tibial stem. The x-rays provided showed that the stem has been extended by 40mm, and another 0.5 mm has been extended according to the event description, which indicates that the implant has almost reached to its maximum capacity of 50 mm. The images also show that the right leg was 40mm shorter, in which the femur was 25mm shorter and the tibia was 15mm shorter. However, the additional images provided recently in ppt didn¿t include immediate post-op x-ray, therefore it is hard to confirm whether the tibia shortening is due to over resection of the tibial plateau in the surgery or damage of the epiphyseal grow zone causing tibia bone stop to grow after surgery. The tibial stem was tilted towards lateral and posterior causing resorption of the cortical bone and bone defects. Therefore, the radiographic review can confirm the clinical report and reason for revision. Device history review: review of the product history records indicate 1 device was manufactured and accepted into final stock on (B)(6) 2014 with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusion: the clinician identified a leg length discrepancy (lld) (shortening) in the tibia and required immediate post op imaging to confirm the likely cause of the lld, the rep confirmed no additional imaging was available. Thus the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
A patient specific prescription form was received for the patient's right distal femur (jts). Appointment notes from a lengthening procedure on (B)(6) 2020 note the following: "today, she has knee pain with hip rotation and knee flexion. She also complains of a significant limp. She has pain when walking and with activity. She is wearing a knee brace on the right knee for stability. She has occasional tingling in both heels with prolonged activity...the patient presented with a 4 cm leg length discrepancy in the right leg. She currently has extendable implant...can only be lengthened 0.5 cm at this time...she would need to undergo an exchange implant to effectively normalize her limbs over a 12-18 month. At the same time, the tibial component needs to be revised to a proper tibial cut to place stem in the proper position...she underwent a successful lengthening today of 0.5 cm." The distal femur component is being investigated for leg length discrepancy. The tibial component is being investigated for malposition.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies.

Event description:
A patient specific prescription form was received for the patient's right distal femur (jts). Appointment notes from a lengthening procedure on (B)(6) 2020 note the following: "today, she has knee pain with hip rotation and knee flexion. She also complains of a significant limp. She has pain when walking and with activity. She is wearing a knee brace on the right knee for stability. She has occasional tingling in both heels with prolonged activity...the patient presented with a 4 cm leg length discrepancy in the right leg. She currently has extendable implant...can only be lengthened 0.5 cm at this time...she would need to undergo an exchange implant to effectively normalize her limbs over a 12-18 month. At the same time, the tibial component needs to be revised to a proper tibial cut to place stem in the proper position...she underwent a successful lengthening today of 0.5 cm." The distal femur component is being investigated for leg length discrepancy. The tibial component is being investigated for malposition.